Event description:
It was reported the customer had a no delivery alarm during a bolus. The customer's blood glucose was around 240 mg/dl. Customer stated they had changed out their infusion set and delivered a correction bolus, but the alarm occurred again. The customer also stated they had a hernia on their stomach and was limited to their insertion sites. Customer stated they will revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.